Manufacturer narrative:
The insulin pump passed leak test. Device was received with intermittent response from all buttons, problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump received with peeling serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 360mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.